Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for a (B)(6) male patient diagnosed with coronary heart disease, the EKG was normal and there were no indications related to myocardial infarction. The architect stat high sensitive troponin-I result was 1.356 ng/ml (reference range <0.034 ng/ml). Sysmex results and johnson and johnson results were normal (no specific value provided). The customer performed a peg8000 precipitation experiment. The result is 0.006 ng/ml, and the calculated recovery rate is 0.44%. According to the experimental data, there may be interference from giant troponin. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue for the lots. Return testing was not performed as returns were not available. Device history record review was performed on lot number 34261ud01, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 34261ud01 within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Labeling was reviewed which adequately addresses the current issue. Based on the information within the complaint record, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent was identified.